Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was partially fired and the anvil clamping mechanism was deformed. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing in use for the resection of the insertion hole and the lesioned part during a colectomy with functional end-to-end anastomosis, there was stiffness on squeezing the handle at the beginning. When the firing advanced by 2cm, the handle became completely stiff, and a sound of handle gear coming off was heard, and it was mentioned that the tissue was not that thick. The surgeon stopped using the device. Another handle and cartridge was used to complete the case. There was no patient injury.